Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. B3-date of event is estimated.

Event description:
It was reported the patient is complaining of battery moving in the pocket. In turn, surgical intervention took place on (B)(6) 2024 during which the ipg was repositioned. Effective therapy established post-op.